Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine (400 mcg at 195.75971 mcg/day), bupivacaine (27 mg at 13.21378 mg/day), and dilaudid (hydromorphone) (5 mg at 2.447 mg/day) via an implantable pump for unknown indications for use. It was reported that during the catheter access port (cap) dye study, the healthcare provider aspirated 0.5 cc of presumed medication from the catheter; unable to aspirate further. As the catheter volume was 0.25 cc, it was assumed the catheter was empty. Dye was injected and the patient immediately experienced upper extremity numbness that progressed down his body. He was stable and moved to a room for observation where he decompensated though arousable with a sternum rub. His blood pressure decreased. Oxygen was immediately administered and an IV started to deliver 2 liters of normal saline. The patient was monitored closely for 4 hours. A friend presented to drive him home. He was able to walk out of the clinic. In retrospect, the catheter was not completely empty and a bolus of it medication was inadvertently delivered when the dye was injected causing an it medication overdose.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 10-aug-2013, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6), ubd: 16-may-2004, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.